Event description:
On (B)(6) 2019 dr. Called in and reported that the screw portion of the locator fractured.

Event description:
On (B)(6) 2019 dr. Called in and reported that the screw portion of the locator fractured. On (B)(6) 2019 dr. Called in and communicated that surgical intervention was performed and that the oral surgeon could not remove the fractured screw portion of the locator abutment and had to remove the implant. The implant removed was not a lodi implant. Dr. Said that he did not place the implant on the patient and tha the implant was a implant direct, screw plant.